Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on distal row 1 to 2 were damaged and lifted from their crimp positions. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no kinks on the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 mm x 16 mm synergy¿ stent was advanced to treat the lesion. However, during delivery, the distal part of the stent got damaged. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00mm x 16mm synergy¿ stent was advanced to treat the lesion. However, during delivery, the distal part of the stent got damaged. The procedure was completed with a non-bsc device. No patient complications were reported.